Event description:
It was reported that the patient presented to clinic with a new onset of asymptomatic low flow alarms. The patient noted that the low flow alarms were worsened when they laid on either side. Log files confirmed low flow events on (B)(6) 2022. The patient was taken to surgery where it was noted the outflow graft was compressed by fibrinous material between the bend relief and outflow graft. The bend relief was removed in total. No further alarms were noted after (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information stated that a computed tomography of the patient's chest, abdomen, and pelvis was performed with contrast as well as an echocardiogram.

Manufacturer narrative:
Manufacturer's investigation conclusion: although review of the submitted log files confirmed low flow alarms, the report of extrinsic outflow graft obstruction causing the low flow alarms was unable to be confirmed as no product or images were submitted. A specific cause for the report of slightly elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. The cause of the low flow alarms was determined to be the outflow graft compressed by fibrinous material between the bend relief and outflow graft. No outflow graft twist was identified. The bend relief was removed, sent to pathology, and ultimately disposed of by the account. The low flow alarms resolved. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Transient low flow hazard alarms were captured on (B)(6) 2022 in the controller event log file. The periodic log files contained data from more than a month, captured at 4-hour intervals. A notable decrease in flow through the periodic log files is captured from (B)(6) 2022 through (B)(6) 2022. There were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate 3 lvas, including hemolysis. Section 1 also provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.